Manufacturer narrative:
Visual inspection of the returned drill guide confirms that a small portion of a fractured pin is stuck on the base of the drill guide. The other portion of the fractured pin is not returned for review. It has also been noted that the drill guide has wear marks on the surface of the device and the etch has also faded off. Review of the receiving inspection records for the drill guide and the pin did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combinations. The wear marks suggest that the drill guide was used extensively. The instructions for use included with this type of guide states ¿where instruments form part of a larger assembly, check that the devices assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement.¿ it also states ¿do not subject instruments to high loads and/or impact as breakage can occur.¿ a definite root cause cannot be determined with the information provided.

Manufacturer narrative:
The drill guide has been returned with the fractured portion of the guide pin remaining inside.

Event description:
It is reported the guide pin broke off in a drill guide.